Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "clinical value of spect/CT for evaluation of patients with painful knees after total knee arthroplasty- a new dimension of diagnostics?" By michael t hirschmann, praveen konala, farhad iranpour, anna kerner, helmut rasch, and niklaus f friederich published by bmc musculoskeletal disorders http://www.biomedcentral.com/1471-2474/12/36 was reviewed. The article purpose: to evaluate the clinical value of hybrid spect/CT for the assessment of patients with painful total knee arthroplasty. The article reports: twenty three painful knees in patients following primary tka were assessed using tc-99m-hdp-spect/ CT. Rotational, sagittal and coronal position of the tka was assessed on 3d-CT reconstructions. Of these twenty-three knees, seven were knees implanted with various depuy products. Firstly, the authors found that spect/CT imaging significantly changed the diagnosis and treatment proposed, independently of previous intention to revise or treat the patient. In addition to this, the established diagnosis after spect/ CT imaging was confirmed intraoperatively in all patients who underwent revision surgery. The third patient (B)(6) female) with reported pain was found to have tibial loosening and subsequent malrotation. Her symptoms were all treated non-surgically. Cement manufacturer and primary patella resurfacing was not dicussed within the article.